Event description:
Follow up information identified the patient's ipg was replaced with a new one.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
A review of the parsed logs found that the MRI mode was turned on at 9:17:37 am on (B)(6) 2017. After setting the device mode to normal, a follow attempt to pair the ipg and the cp was successful. If a device is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. It is also a normal indication per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. The fsca number is included in this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg is no longer able to communicate with the patient controller (pc) or clinician programmer (cp). The patient stated the system had been placed in MRI mode about a month ago, and the ipg has not communicated with the pc since that time. Since MRI mode cannot be disabled the patient¿s therapy cannot be restored. Surgical intervention may be pending to address the issue.